Event description:
Siemens was notified on (B)(6) 2019 of a complaint event involving a serious injury to an operator. The technologist setup the CT phantom to perform CT quality control, but by mistake she initiated the wrong workflow, a monthly qc workflow. The monthly qc workflow selected includes removal of collimator as the first step of the workflow. When the technologist saw the detectors moving to the change collimator position, she ran to try and remove the phantom manually without first stopping the system motion. The technologist reached in with her arm to try to remove the phantom. The technologist's arm was trapped between the phantom and detector. The phantom got broken and the technologist suffered a wound that required 8 stitches. The labeling of the device was reviewed and the instructions are adequate for proper workflow selection and also for stopping system motion correctly. The operator did not follow these instructions. There was no malfunction of the symbia t16 medical device. There was no injury to any other person.